Event description:
Caller reported the transfer set was separated from the luer; infusion set leaky. Calelr stated patient experienced elevated blood glucose level up to 400 mg/dl; was able to self-treat. Infusion set has been discarded. No adverse event reported. No product to be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The reported allegation occurred in (B)(6) 2014 and (B)(6) 2015.